Event description:
It is reported that a customer's sensor got stuck to their serter. The patient's blood glucose was at 123 mg/dl. The customer stated that they had this issue with three sensors and mentioned that they had called 911 because the bleeding would not stop fro the site. The customer was hospitalized for the active bleeding from the site of the sensor. The doctor had to apply strong pressure on the site until bleeding stopped. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.